Manufacturer narrative:
(B)(4). Journal article reference: nelson, clay g.; brolin, tyler j.; ford, marcus c.; smith, richard a.; azar, frederick m.; throckmorton, thomas w. (2018). Five-year minimum clinical and radiographic outcomes of total shoulder arthroplasty using a hybrid glenoid component with a central porous titanium post. Journal of shoulder and elbow surgery, 1058-2746/$, pages 1-6. Https://doi.org/10.1016/j.jse.2018.01.012. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as patient died multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03363, 0001825034-2018-03364, 0001825034-2018-03365. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It has been reported in a journal article that six (6) patients who underwent total shoulder arthroplasty's, died on unknown dates after follow-up due to unknown reasons. There was no indication that the cause of death was related to the procedure. It was further relayed that the deaths were not related to the implants. No further information is available.